Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. The customer consumed four glucose tablets to address bg level. A replacement pump was sent to resolve the issues.